Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the piece retrieved from the patient¿s abdomen? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were the jaws of the device broken off (was the end effector broken off)? Or was the plastic coating/insulation peeled off of the shaft of the device and it fell into the patient's abdomen? Was the "black plastic tip" retrieved from the patient's abdomen? Was there any patient consequence? The plastic coating/insulation peeled off of the shaft and fell into the patient¿s abdomen. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the piece retrieved from the patient¿s abdomen?

Event description:
During the extraction of the device was recognized that a 2 cm black plastic tip was in the abdomen. The tip is broken.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the piece retrieved from the patient¿s abdomen? Yes.

Manufacturer narrative:
(B)(4). Batch # p92t34. Device analysis: the analysis results confirmed that the 5dcd instrument was received with the shrink tube damaged and the piece of shrink tube was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.